Manufacturer narrative:
Integra has completed their internal investigation on october 29, 2017. Results: evaluation of returned device; complaint not confirmed - no issues observed. Unit cleaned. With respect to the returned unit it has passed all specific functional testing requirements, when unit is properly positioned and put under pressure unit will function properly. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. Complaints history; a two year look back from 09/18/2015 to 09/18/2017 for this reported failure using key words "move" or "moving" for product ID a3059 shows that 3 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: we are unable to confirm or duplicate the end users reason for return as this device was initially sent in for routine maintenance and during this time we were not aware that it was involved in a complaint. This device has been serviced back to full working order and shipped back to the customer. An in service is being recommended.

Event description:
The mayfield composite series skull clamp was sent in for repair stating "head moving intra-op even when headrest is tightened by surgeon. Effects stealth craniotomy." The patient was in a prone position and the patient¿s head just moved upwards and had less flexion. The pins did not appear to move and there was no apparent injury to the patient. Additional request for information was sent and on 12sep2017, the following was provided: on (B)(6) 2017, a (B)(6) female was to undergo a posterior fossa craniectomy for tumour. The patient was in the left lateral position on a bean bag. Patient was not repositioned during the surgery. The surgery was performed with the medtronic stealth navigation system (not an integra product). The mayfield clamp along with the integra adult disposable skull pins (a1083) was applied. The patient¿s head moved twice during the surgery with the mayfield headrest in place therefore affecting the accuracy of the stealth navigation system. The length of time the product was in use before the event occurred was approximately 15 minutes when the surgeon was just starting to drill on the patient¿s head. No patient injury reported, and no medical intervention was required. The action that was taken after the product problem occurred was that the headrest clamp was readjusted and tightened back. There was no untoward outcome reported on the patient. Lot number of the skull pins were unknown. The skull pins are not available to be returned for evaluation.